Event description:
The customer reported to beckman coulter (bec) that the coulter lh 780 hematology analyzer leaked possibly during shutdown, but is currently in use and not leaking. The volume of the leak was a few ml and was not contained within the analyzer. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protection equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found cleaner leaking from the tube at vl11c. The fse replaced the tube that fixed the leak. The vl11c carries cleaning reagent to the chambers to clean it between sampling for analysis. Unrelated to the leak, the fse changed other tubes in the area as preventative measure. Failure mode was related to the leak from tube at vl11c. (B)(4).